Manufacturer narrative:
Technician found that the head on bed will not raise, replaced valve solenoid to resolve this problem. Bed located on third floor.

Event description:
Allegation that the head on bed will not raise. No injury reported.